Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose on (B)(6) 2015. The customer stated she changed the set that morning and when she got to work she had high blood glucose. She changed the set a second time and received a no delivery alarm and had to change the set a third time. The customer stated that the cannula was bent on the second infusion set. Blood glucose value was 408 mg/dl; she treated with the insulin pump. Customer declined troubleshooting and stated that the alarm was resolved by a complete set change. Current blood glucose level was 98 mg/dl.